Manufacturer narrative:
Additional information provided in sections d.9, h.3, h.6 and h.11. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. Per the sr, an manufacturer representative (mr) performed an on-site assessment and was unable to confirm or replicate the reported event. As a preventative measure, the mr replaced fluidics, then found the system to meet manufacturer specifications per service test procedure (stp). The customer reported that their vision system had weak aspiration and was making noises. Per the sr, an mr performed an on-site assessment and was unable to confirm or replicate the reported event. As a preventative measure, the mr replaced the fluidics module, then found the system to meet manufacturer specifications per stp. Based on the information available, the customer reported event cannot be confirmed. The vision system was found to have no problem; therefore, the root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that the product had no problem. Therefore, no corrective actions will be pursued at this time. As a preventative measure, an manufacturer representative performed an on-site assessment of the equipment and replaced a fluidics module. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, an ophthalmic console would not exhibit the weaker aspiration and ultrasound than usual and poor aspiration during the phacoemulsification phase. The surgery was completed on the same by and replaced the cassette. There was no patient impact.